Manufacturer narrative:
Add'l info will be provided once the investigation is complete.

Event description:
It was reported that the unit broke during a case. Case was delayed and add'l anaesthesia was required.